Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer stated they successfully calibrated the capsule but after deployment the recorder powered off. When they powered it back on, the recorder was prompting for calibration. They advised that "calibrate," and not "start study" was selected. A repeat procedure on a different day was necessary. There was no patient and user harm.